Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Pt's mother contacted dexcom technical support on (B)(6) 2011 to report that pt experienced pain during insertion. Upon removing the sensor, the pt noticed that the wire was missing. No medical intervention was required. Pt's mother reported that the affected site was red, irritated, and sore at the time of her call to dexcom technical support.